Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer called concerned with test results from results obtained of 389, 363 and 328 mg/dl. The customer stated his expected blood glucose test result range is am fasting 120-130 mg/dl and pm fasting: 240-260 mg/dl. The customer feels well and did not report any symptoms. Customer stated that last time (undisclosed date) before bed he got a high reading from his true metrix (undisclosed reading); customer stated he took glipizide and he woke up because he wasn't feeling well, he was feeling weak, customer stated he assumed it was because his blood sugar was low and he ate 3 candies and then he was feeling better. Customer went to his regular checkup this week and doctor recommended him to contact manufacturer for a replacement. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2027 and per the customer the open vial date is a month a half ago. The meter memory was reviewed for previous test result history: result 1: 135mg/dl date: on (B)(6), time: 10:25am fasting. Result 2: 389mg/dl date: on (B)(6), time: 12:22am fasting date was on (B)(6) at night pm. Result 3: 363mg/dl date: on (B)(6), time: 12/20am fasting date was on (B)(6) at night pm. Result 4: 328mg/dl date: on (B)(6), time: 12:19am fasting date was on (B)(6) at night pm. Result 5: 242mg/dl date: on (B)(6), time: 5:30 pm fasting.